Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the generator to resolve the customer reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The generator was analyzed, and failure analysis investigations replicated and confirmed the customer-reported complaint. The reported issue was confirmed using system logs; an m-02 error was logged, and a 4-87 error was also logged on another day. C-71/1-71 errors logged on 15-oct-2025 and subsequent occurrences within a short duration indicate relay-related issues. Visual inspection showed the unit to be in good cosmetic condition. During the failure analysis, halting of monopolar energy was replicated; 4-88, 3-87, and c-83 errors occurred on startup during the attempted system test, preventing monopolar instrument recognition and energy activation. When running the testing point relays routine, performing an all operation resulted in an error condition for all relays. Relay operations returned ok after the next action regardless of type, but the initial error condition persisted through reboot and raises concern for integrated electrosurgical unit (iesu) performance. C-00 errors were also found in the logs. The complaint was confirmed based on the field evaluation and failure analysis. The probable root cause of customer reported issues is attributed to a faulty component of the generator.

Event description:
It was reported that during a da vinci-assisted umbilical hernia surgical procedure, the customer informed the technical support engineer (tse) that they encountered activation interruption error codes c-00 and m-02. The customer was not with the system at the time, and no troubleshooting could be performed due to a non-robotic procedure taking place in the room. The customer continued with the procedure as planned. No known impact or patient consequence was reported.